Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead insulation was abraded. No electrical anomalies were noted. The lead remained implanted.

Event description:
Additional information reported stated that during a follow-up on (B)(6) 2015 a cinefloroscopy revealed the lead had externalized conductors. No electrical anomalies were noted. The patient would continue to be monitored.